Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and other spasticity. It was reported the patient usually had more drug left in reservoir every time they got a pump refill. This past friday, the patient was in california and had a refill, this hcp was concerned about the extra amount. It was noted there was no symptoms and the issue had been going on since 2014. The volume information was not known.